Event description:
Event description cpi received information that at the patient's first follow-up appointment the implantable cardioverter defibrillator (ICD) could not be interrogated despite the use of several different telemetry wands and programmers. The physician was unable to obtain tones from the ICD with a magnet application. The ICD was removed and replaced.